Manufacturer narrative:
Patient was diagnosed with alcl in 2003-2004. As this is before this device was implanted. The event of suspected alcl is considered not device related.

Event description:
The reported suspected alcl has been deemed not device related as it occurred prior to the implanting of this device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and weight to the spec. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; lymphoma - alcl - suspected.

Event description:
Patient reported "I have had such bad contracture" and "I did have alcl 15 years ago. I had alcl systemically. It was showing up on mammogram and sonograms that it looked like there was a mass there but there really wasn't; I went through testing and they thought it was alcl [again]." This record represents the right side. The device remains implanted.